Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, the first 23mm sapien valve was positioned 50/50, however, during deployment the valve shifted and was deployed 70/30 aortic resulting in severe central leak and hemodynamic compromise. The physician team felt the valve was placed too aortic and that the skirt was not effectively sealing in the annulus. There was also conversation about the pacing rate being too low, the sheath moving during deployment and there was too rapid of a balloon inflation. A second 23mm sapien valve was then implanted 1-1.5 cells lower within the first valve. A repeat echo (tee) and angiography confirmed the central leak had resolved and the patient was noted to be hemodynamically stable. Per report, the patient¿s aortic valve and root was moderately calcified, the ejection fraction was 60%, there was mild mitral annular calcification (mac) and no ventricular septal hypertrophy. The sinotubular junction (stj) measured 20mm and the sinus of valsalva (sov) measured 28.4mm. Additionally, both the image intensifier angle (iia) and the coaxial alignment of the delivery system and valve were noted to be fair, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, aortic insufficiency is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Central aortic insufficiency can be caused by multiple patient and procedural factors including, guidewire remaining across the valve post deployment, valve malposition (too ventricular aortic valve placement), restricted movement of prosthetic valve leaflets, native leaflet overhang and post dilatation of the deployed valve. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment although it cannot be confirmed, patient (moderate aortic valve calcification, preserved lv function, mild mac) and procedural factors (low pacing rate, sheath movement during deployment, rapid inflation and fair iia and coaxial alignment of the delivery system and valve) may have caused or contributed to the 70/30 aortic malposition of the valve and subsequent central leak. The central leak was resolved with implantation of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.